Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) spoke with the clinical sales representative (csr), the nurse in the room, and support staff to consult the issue. It was stated that arm moved without anyone in the field touching the system indicating movement from the console. There was mention that instrument was being used to adjust the work area when the reported incident happened, indicating possible arm movement needed for normal instrument motion. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Review of the provided image showed that issue occurred around 1hr and 49 min into the console start time of the case.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, arm 3 instrument folded up like it was being stowed after firing stapler instrument. The technical service engineer (tse) viewed onsite logs and no arm3 related messages for intuitive motion. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurs with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and continued happening when his head was removed from the console. The surgeon was preparing to straighten the stapler wrist to prepare for instrument removal when the arm started moving on its own. He took his head out of the console, and it continue to move until he scrubbed in and removed the entire port and stapler out of the incision. The failure was not related to an inability to move the instrument at all. The observed movement was greater. The surgeon wanted to point the instrument cephalad and straighten wrists. The stapler began moving toward the patient¿s pelvis. The timing of instrument movement was not appropriate. The issue did not occur on the case following. When the issue occurred: surgeon scrubbed in and port clutched to remove the entire port and stapler from the body while still docked to the arm. The issue was resolved by undocking after removing cannula and stapler from patient. Then redocked and finished case with no issues. There was no injury to the patient. Everything looked normal prior to use. The issue occurs around 1hr and 49 min into the console start time of the case.